Event description:
The 840 ventilator stopped cycling while on a pt. The unit alarmed as expected and the hosp staff successfully manually resuscitated the pt and placed them on another ventilator. There was no report of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) could not duplicate the reported event, however, there were error codes the cse found in memory that verified the customer's claim. The cse replaced the al pcb and the unit passed extended self testing.